Event description:
The customer received a blood glucose reading of 197mg/dl on the contour meter. He took insulin accordingly and when he performed a follow-up blood test his reading was 50mg/dl. Information on whether or not he received treatment was not provided. The test strips are expected to be returned for evaluation. Test strips and a new meter were sent to the customer.